Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation of the evaluated devices found they are not in their original packaging. Devices 1 and 2 were returned in the pret1 setting with the suture and implants returned outside the channel with the knot fully tightened. Device 3 was returned in the pret1 setting with no suture or implants. There is biological debris on the returned items. A functional evaluation of the returned devices finds they cycle as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a ligament repair surgery, the t of the fast-fix 360 fell off when the suture was tightened. The procedure was completed with non-significant surgical delay, but it is unknown if there was a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).